Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. Software investigation completed, unable to determine root cause as reported behavior could not be replicated. Issue has not reoccurred in subsequent procedures using the same system.

Event description:
A medtronic representative reported that during a transforaminal lumbar interbody fusion (tlif) procedure, the surgeons alleged they were inaccurate. All screws were navigated without issue or suspected inaccuracies. Pre-closure anterior posterior (ap) and lateral fluoro revealed 3 screws cephalad and lateral; the margin of error was undetermined. The surgeon re-positioned 2 of the 3 screws using fluoro. The surgeon completed the procedure with the use of the navigation system. There was no follow-up o-arm scan to confirm inaccuracy.